Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; perineum pain; rectal pain; painful intercourse; difficulties with bowel motions; recurrent incontinence surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: had to re cut the sling 13 days after initial operation as I could not void and had a catheter for the 13 days and surgeon found my sling was originally placed in too tight. Nonsurgical treatments: the patient was treated with pain medication: inza, nurofen for the treatment of: pain/ discomfort. Treatment duration: as/ when needed.